Manufacturer narrative:
The previously reported stent thrombosis has been deemed to be a vasospasm by the investigator which was treated by surgical intervention.

Manufacturer narrative:
Cec adjudicated that the previously report mi was mdt and arc spontaneous.

Manufacturer narrative:
The previously reported vasospasm occurred one day prior to the previously reported date. The surgical intervention took place one day after the event.

Manufacturer narrative:
(B)(4)

Event description:
During index procedure the patient had one resolute integrity drug-eluting stent implanted in the rca. Seven days later it is thought the patient suffered a stent thrombosis. Investigator indicated that the event was possibly related to the study device. No intervention was performed. Patient was on aspirin and plavix at the time of the event. Plavix was changed to effient. Event is unresolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient has recovered from the previously reported vasospasm. Cec determined that the previously report mi was related to the rca and defined as arc and mdt q wave mi (tv). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The previously reported vasospasm was not treated with surgical intervention. The patient underwent an angiography but no intervention was performed. It is reported that the patient suffered an mi 6 days post index procedure.